Event description:
The customer reported via phone call experiencing high blood glucose levels after a set change. The customer stated that she had not eaten or drunk anything but her blood glucose was rising. The customer's blood glucose was 552 mg/dl and rose to 572 mg/dl by the time of the call. She complained of frequent urination, thirst, weakness, and drowsiness. She was advised that the symptoms she expressed may have been indicative of the possible onset of diabetic ketoacidosis. She agreed to stop the troubleshoot procedure and advised that she would contact her doctor. She was advised to change the entire infusion set, reservoir, and insulin, and to treat per doctor's instructions. She was advised to call back if the unexplained high blood glucose persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.